Event description:
I had an endometrial ablation done using the novasure product. I had a history of endometriosis which was the reason for using the novasure product. However, since I have had the procedure done, I have had ongoing and recurring ovarian cysts on my right ovary. Prior to the ablation, I had never had a cyst. I believe that I should be given accurate and current information when asked to make a medical decision and in this case an elective one. Dates of use: 2007. Diagnosis or reason for use: endometriosis.